Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported high lead impedances and sensing difficulties as well as loss of output without a magnet present. It was determined that this was caused by a leaky capacitor that supports a segment of the pacing output circuitry. During further testing the device inadvertently charged to high voltage and arcing occurred on the hybrid resulting in irreversible damage internal to the device. As a result, further testing could not be performed.